Event description:
During prep of the stent delivery system, before the product was used in the pt, the tip of the balloon catheter came off. The procedure was a renal artery stenting. The procedure was successfully completed with another sds of the same size. There was no reported injury to the pt.